Event description:
It was reported that noise was observed on the ventricular channel of the analyzer, while setting up for a case. The analyzer was replaced with a back-up analyzer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Pins on the patient input connector are damaged.